Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was implanted using an unknown delivery system. On (B)(6) 2025, a transesophageal echocardiogram (tee) was performed, which demonstrated a potential peri-device leak around the amulet. The potential gap and leak were observed lateral to the device. The leak was measured at approximately 1.7 mm on echocardiography, and field trainers assessed that the leak was less than 5 mm. No interventions were performed to address the leak, and the physician elected to continue monitoring without corrective action at this time. The patient was reported to be stable, with no known clinical impact.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event a residual shunt was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information and cine review, the cause for the reported residual shunt could not be determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.